Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and visual analysis noted brown particles and crease folding on the device shell. The device weighed 405.88 grams. Under microscopic analysis a punctured opening was observed on the anterior portion of the shell and one striated opening was observed on the radius portion of the shell. Based on the device analysis the final assessment is: both the puncture opening on anterior and the striated opening on the radius are due to surgical damage.

Event description:
Health professional reported unknown side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported unknown side rupture. Device has been explanted.